Manufacturer narrative:
After battery installation, both the down and enter buttons did not work at all. After further review, there was corrosion underneath the dome switches of these buttons. Unable to perform displacement and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. It was stated that keypad was loose, not allowing customer to press any button. The troubleshooting was performed for the stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.